Event description:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure metal and polyester coils had pierced her fallopian tubes") in a (B)(6) female patient who received essure for birth control. On an unknown date, the patient started essure. On an unknown date, the patient experienced fallopian tube perforation (serious criteria medically significant and clinically significant/intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy). Essure was withdrawn. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Company causality comment: this spontaneous case report refers to a (B)(6) female consumer who had essure inserted and essure metal and polyester coils had pierced fallopian tubes. Patient underwent a hysterectomy. The events, seen as fallopian tube perforation, is anticipated in the reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. A product technical analysis and further information are expected.

Manufacturer narrative:
Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2017: quality safety evaluation of ptc. Company causality comment: this spontaneous case report refers to a (B)(6)-old female consumer who had essure inserted and essure metal and polyester coils had pierced fallopian tubes. Patient underwent a hysterectomy. The events, seen as fallopian tube perforation, is anticipated in the reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information is expected.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of fallopian tube perforation ("essure metal and polyester coils had pierced her fallopian tubes") in a (B)(6) -year-old female patient who had essure inserted for female sterilization. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required) with pelvic pain. The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the fallopian tube perforation outcome was unknown. The reporter considered fallopian tube perforation to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no med dra llt can be provided. Further company follow-up with the consumer is not possible. Most recent follow-up information incorporated above includes: on 26-apr-2017: contact information for the consumer has not been provided, no follow-up was possible. Company causality comment: this spontaneous case report refers to a (B)(6) -year-old female consumer who had essure inserted and essure metal and polyester coils had pierced fallopian tubes. Patient underwent a hysterectomy. The event, seen as fallopian tube perforation, is anticipated in the reference safety information for essure. Fallopian tube perforation may occur during essure therapy or can occur as potential complication of essure insertion or removal. The exact time point and mechanism of perforation was not known. However, considering the nature of event, causality with essure cannot be excluded. This case was regarded as incident as a surgical procedure was required. According to the product technical analysis, product quality defect could not be confirmed but is considered plausible. Further information could not be obtained.